Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (B)(4). Ruler (B)(4). Camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis within shipping box; within a sealed tyvek biohazard pouch; within a sealed plastic biohazard pouch and within an opened axium prime inner pouch. The two instant detachers used during the event were not returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found separated from the remaining pusher. The three tack welds were found present but broken. The coin was found retracted out of the lumen stop. The shield coil was found stretched. The implant coil was already detached from the pusher and found entangled with the stretched shield coil. The coin was found damaged near the distal end. The lumen stop was found damaged. Conclusion: based on the analysis performed, the customer report of ¿non-detachment" was confirmed. The cause of the non-detachment is likely due to the coin becoming jammed within the lumen stop. The damages found to the lumen stop and coin is consistent with the coin being stuck. The shield coil was found stretched and the implant was found entangled with the shield coil which could have contributed to the non-detachment. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician wanted to treat the aneurysm with axium coils. He inserted the first coil into the aneurysm without any friction or problems. He used the instant detacher to detach the coil as described in the IFU; however, the coil was not detached. He used another instant detacher, but the coil was not detached. He did the "plan b" and broke the pusher wire proximal to detach the coil, but the coil was not detached. Finally, he removed the whole coil out of the body without any problems. He finished the procedure with other axium coils. There was non-detachment. The physician attempted to detach the coil with the instant detacher one time. The physician attempted to detach with another instant detacher one time. There was a manual attempt at detachment via hypotube one time. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of an m3 aneurysm. Ancillary devices include a envoy 6f guide catheter, echelon 10 45grad microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting prior to the coil non-detachment, there were no abnormalities. The doctor tried new detachers several times, which never worked. Finally, the coil could be detached with the help of plan b. The doctor broke the proximal wire and was able to pull back the inner wire. The coil detached directly. There was no visible damage to the pushwire after removal from the patient. This information was confirmed with the physician/account.